Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any potential non-conformances, deviations, or non-conformances with lot number 50074un23 and the complaint issue. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The median patient population result for lot 50074un23 is comparable with all other lots in the field and confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I, reagent lot 50074un23, was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0-0.028 ng/ml): (B)(6) 2024 sample ID (B)(6) initial result = 0.406 ng/ml, repeat result on another analyzer (B)(6) = 0.022 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0-0.028 ng/ml): (B)(6) 2024 sample ID (B)(6) initial result = 0.406 ng/ml, repeat result on another analyzer (B)(6)= 0.022 ng/ml . No impact to patient management was reported.